Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, post-sensed t-wave oversensing on the ventricular lead was observed on a stored egm. The patient received inappropriate antitachycardia pacing therapy. The programming changes were made during the device check.